Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the subject device when in use, several prints were made and the seal was frequently incomplete, thin film processing could not be completed. The event occurred during an unspecified therapeutic procedure. The procedure was completed after replacing it with an equivalent product from another manufacturer. There were no reports of patient harm.